Manufacturer narrative:
Although the results from this test were not used for patient reporting and no adverse outcomes were reported, qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive and specimens which tested negative with qiareach sar-cov-2 antigen test had discrepant results for sars-cov-2 when tested by pcr method.